Event description:
It was reported that the ilet wake/sleep button was unresponsive, produced no haptic feedback, and required connection to a charger to wake the screen despite case removal and hand hygiene; replacement was arranged and the user was instructed on shutdown, data sync to the mobile app, return procedures with a shipping label, and continued cgm use. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included the need for device replacement and return of the affected unit, with no hospitalization and no alarms. Investigation included remote troubleshooting, review of user-provided video, and assessment of use conditions. Investigation of this device was confirmed and revealed a device mechanical or electrical malfunction localized to the wake/sleep button interface with no evidence of user error. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the device¿s button assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."